Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer called back insisting to have the pump replaced. The customer's current pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.